Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high right ventricular (rv) lead bipolar and rv tip to rv coil impedances which triggered a lead integrity alert (lia). It was noted that the impedance had spiked for two days on the pace sense portion of the rv lead, both near field and far-field sensing. There was also oversensing and noise with multiple non-sustained high rate episodes and short v-v intervals that were not reproducible. There was thought to be a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.